Event description:
It was reported that the patient atrial lead exhibited multiple noise episodes while the patient was holding a 12v motor with a live wire exposed. On (B)(6) 2013 the atrial lead exhibited a loss of capture at maximum output. The patient was atrially paced less than one percent and did not require atrial pacing. No intervention or patient symptoms were reported.

Manufacturer narrative:
.